Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 420cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was confirmed by a physical examination performed by physician. As a result, the patient will undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 06-jul-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient had both of her breast prostheses removed and they were replaced with mentor smooth round high profile 560cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jul-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. Two devices (a and b) with the same lot number were received in the laboratory for analysis. Since it was not possible to identify which one belonged to the complaint, both implants were analyzed. During the visual evaluation of the device a, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in the device a, in accordance with mentor procedures, and no leak sites were detected. During the visual evaluation of the device b, a tear was observed on the posterior aspect, measuring approximately 0.1 cm. Leak testing was performed, in the device b in accordance with mentor procedures, and no more leak sites were detected. Microscopic examination in the tear edges of the device b revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).